Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers are scrolling fast. The blood glucose reading is 34 mg/dl. Customer treated with food. Customer stated that he overbolused. Advised customer that the insulin pump will be replaced. Nothing further reported.